Manufacturer narrative:
Follow up attempts were made to obtain patient information; no response received. (B)(4).

Event description:
The customer reported the backup battery is depleted. The customer reported patient involvement with no harm to the patient.